Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not working properly on the insulin pump. Customer stated that sometimes they have to hold it for 10 seconds before it wil do anything. Customer stated that they wear the pump attached to their bra. Customer was explained to keep the pump in a bra pouch or pump case to prevent the pump from being exposed to moisture. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. The insulin pump has cracked case at display window corner, and minor scratched display window.